Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient ((B)(6)) loss stimulation and the ipg was unable to communicate with the clinicians programmer. Troubleshooting did not provide resolution. In turn, surgical intervention will be undertaken as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced which resolved the issue.

Manufacturer narrative:
The CAPA investigation was initiated on (B)(6) 2016 to address the issue of the proclaim ipg (orion ipg family) entering the service application state. The investigation was completed and being monitored by the manufacturer.

Event description:
Additional investigation revealed the patient underwent several procedures unrelated to the scs system prior to the device not being explanted.